Event description:
A malfunction was reported on the pump, identified by the code malf 9. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was assisted by technical support to reset the pump, and the malfunction did not recur. However, the customer did not resume insulin delivery immediately due to a lack of insulin and supplies. The customer was advised to use multiple daily injections (mdi) until supplies were available and to contact technical support if the malfunction reappeared.